Manufacturer narrative:
Concomitant medical products, item: unknown oxford tibial component. Item: unknown oxford femoral component. The manufacturer did not receive x-rays, or other source of documents for review. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer biomet (legal name of the site) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer biomet and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Refer to attached journal article: "the oxford unicompartmental knee prosthesis: midterm follow-up." The following complaints are related to the journal: (B)(4) (3002806535 -2018 -00246), (B)(4) (3002806535 - 2018 -00249), (B)(4) (3002806535 - 2018 -00246, 3002806535 - 2018 -00257, 3002806535 - 2018 -00258). Zimmer biomet's reference number of this file is (B)(4).

Event description:
It was reported in a journal article that a patient presented superficial wound infection treated with antibiotics and local wound care. Source: "the oxford unicompartmental knee prosthesis: midterm follow-up" by aly t.a., et al. (2010)care.